Event description:
It was reported that the patient could not be aroused from sedation after lead implant. An echocardiogram revealed pericardial effusion likely caused by right ventricular (rv) lead perforation. Pericardiocentesis was preformed, and lead parameters were within normal limits. The patient was recovering.